Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the returned patient cable failed a continuity test.

Event description:
It was reported that the patient cable originally returned due to an associate device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.